Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A versys femoral stem was returned. Visual examination identified that the calicoat ceramic coating was partially missing from the stem's body, which would have likely occurred during the attempts to seat the stem. Dimensional analysis confirmed that the product was conforming to print specifications where measured. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty that the femoral stem did not seat correctly and counter sunk further than normal. Attempts have been made and no further information has been provided. No additional patient consequences were reported.